Event description:
Info received from our affiliate. A representative from our affiliate visited the clinic where this pt was diagnosed and treated. The pt was wearing acuvue oasys contact lenses and experienced a foreign body sensation od in late 2008 and continued wearing that lens until two days later, when the pt visited the clinic due to od pain and was diagnosed with an od central corneal ulcer. The eye care professional (ecp) reported the center of the contact lens was torn. The ulcer was said to be small, 0.1 mm by 0.1 mm but "deep." The ecp believed the ulcer to be infectious. The cornea was not cultured and the va was not measured. The pt was treated with sodium hyaluronate qid and cravit qid. The pt had a follow-up visit in early 2009, and the corneal ulcer had resolved. Treatment was discontinued as the pt was pregnant. The pt has not returned to the clinic. The suspect lens was returned in a lens case and evaluated; the parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The lens had a surface tear. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional info is expected. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse.